Manufacturer narrative:
Submit date: 8/6/2018. The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports: the syringe actually split open and the plunger fell out midway through an injection.

Manufacturer narrative:
Submit date 8/6/2018. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submitted 12/27/2018. An investigation was performed for the reported customer complaint: ¿the customer reports: the syringe actually split open and the plunger fell out midway through an injection.¿ a review of the device history record (DHR) for lot no. 606867 indicated the product was released meeting all quality standards. All dhrs are reviewed for accuracy prior to product release. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples are inspected for luer leakage and damage. Additionally, the dhrs for the shop orders of the syringes assembled for this lot were reviewed with no reported issues. No issues were reported for against the plungers or printed barrels used in the production of this lot. A review of the entire DHR identified no manufacturing or inspection anomalies. A review of maintenance records (both corrective and preventive) and calibration records were reviewed and there were no issues related to the reported condition. All scheduled maintenance and calibration activities were completed. There were no changes to the process or materials related to the reported condition for this product. A review of process monitoring data was conducted and there were no issues reported. A review of the machine setup was conducted and there were no issues. The equipment was reviewed for malfunctions or issues that could have contributed to the reported condition, but no such issues were observed during the review. No product/sample was provided for evaluation. No additional information, pictures or videos were received. Therefore, a comprehensive investigation was unable to be conducted. The exact root cause could not be determined based on available information. The 6m root cause analysis did not identify any issues with the manufacturing process that would have caused this issue. The customer reported having an issue with the syringe splitting open during use. A review of the entire DHR showed no manufacturing or inspection anomalies. There were no samples returned with this complaint, so the exact nature of the event could not be fully evaluated. Additionally, the application of the device could not be verified from the information present in the complaint. Based on the information available, this potential root cause could not be confirmed or discarded from consideration. The complaint file contains insufficient evidence to determine a most probable root cause. The reported customer complaint could not be confirmed. A root cause could not be determined. This complaint will be used for trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.